Event description:
The customer reported that once an alarm sounds and has been acknowledged, if the condition does not change or continues to exist, the alarm notification should re-occur in a time window of three to five minutes. However, they are not getting the continuous reminder of the patient condition after acknowledging the initial alarm. There was no adverse event or patient harm reported.